Manufacturer narrative:
The customer initially reported that during a patient whole body (wb) scan utilizing auto body contouring (abc), the abc sensor made contact with the patient¿s toes and created a collision. The system halted and there was no harm to the patient. A second issue of: failure in the network communication between the server/ gantry's pc and the router was identified and investigated in (B)(4). A philips remote service engineer (rse) did an analysis of the system log files, and the philips field service engineer (fse) went on site to evaluate the system and confirmed the reported issue. Philips engineering determined that the auto body contouring (abc) motion used during this patient acquisition did not result in uncommanded motion; it was an automated system motion that was requested/ commanded by the user in the acquisition parameters. The probable cause was a failing logic 24v power supply. Although the collimator abc cover touched the patient's toes, there was no harm to the patient because of this issue. The system halted in a controlled fashion by activating a collision sensor. The fse confirmed all safety mitigations were working properly on the system. The fse also ordered and replaced the power supply. The system is operational. Based on the information provided, this issue has been determined not to be a reportable event. The following information is from the brightview instructions for use (IFU): warning: since autobody contouring (abc) does not detect the presence of non-conductive materials, observe the following guidelines to avoid seriously injuring the patient while using abc: ensure that you set the abc spacing value appropriately to accommodate casts and other non-conductive materials. Monitor the patient at all times. Although brightview¿s autobody contouring (abc) feature automatically keeps the detectors close to the patient at the spacing you select, monitor the positions of the patient and the detectors at all times during abc imaging to ensure that the acquisition progresses as expected. Abc is specifically designed to detect the human body. It does not detect the presence of nonconductive objects such as sheets, blankets, pillows, arm rests, body wraps, shoes, or phantoms. It performs best when detecting larger body parts such as the forehead, chest, and abdomen. Small objects such as the nose, toes and small patients generate small signals which the system may not accurately detect. Philips recommends that you consider imaging the patient with learn mode when performing a total body study, or with ncr mapping when performing spect studies. Remind your patient to remain still during acquisition. Inform your patient that slight contact with the detectors may occur during an abc acquisition. This behavior is normal. The system performs best when detecting larger body parts such as the forehead, chest, and abdomen. Small objects such as the nose, toes and small patients generate small signals which the system may not accurately detect. Be especially vigilant when you are imaging small objects and patients to avoid contact with detectors. Remove the patient¿s shoes for total body studies. Since shoes are typically non-conductive, abc does not detect their presence, and the detectors may come into contact with them. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that while scanning a patient, the equipment leaned against the patient. Based on the available information, this issue has been initially determined to be a reportable event. This event is under investigation.